Event description:
The account alleged the side rail weld was broken and they did not know if the side rail would latch in the up position. No injury reported.

Manufacturer narrative:
The account ordered the side rail frame. No further info is available on the repair of the bed at this time.